Manufacturer narrative:
The product was later explanted.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead were to be explanted due to a patient infection. No further adverse patient effects were reported.